Event description:
It was reported that transmitter failure occurred on for transmitter with serial number (B)(6). However, transmitter with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. Voltage measurement was performed and failed. A review of the share logs was performed and transmitter failure was found for serial number (B)(6) within the investigation window. The allegation was confirmed. The probable root cause was determined to be a low transmitter battery that led to a transmitter failure. The reported event of transmitter failure is reportable based on transmitter failure. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be a low transmitter battery. No injury or medical intervention was reported.